Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.50/+1.0/145 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens had excessive vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: after further re-measurement, the lens was found to have a lower vault. The lens remained implanted and the patient was happy. The problem was resolved. Claim # (B)(4).